Event description:
IV tubing had a hole in it. Caused negative pressure and blood backed up in tubing and began spraying immediately. IV stopped and tubing changed. No adverse outcome to pt. Potential exposure to health care workers of bloodborne pathogens.